Event description:
Additional information received indicated that when this pump is unplugged, it shuts off.

Manufacturer narrative:
Other, other text: device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals removed on the plunger assembly and bottom case, a cracked lower left front corner of top case, and a cracked right plunger case. A review of the pump event history log found evidence of control key switch background test, check syringe plunger sensor, and check clutch error in the history. At power up, the control key switch background test was unable to be duplicated, and during occlusion testing, the check clutch error was unable to be duplicated. However, check syringe plunger sensor was found at power up. The check syringe plunger sensor was found when the plunger assembly was pushed all the way in and the flippers were touching the top of the ear clip. The cause of the control key switch background test could not be determined. It was determined that the check clutch error was caused by the user manipulating the pump during the infusion of the syringe. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The left plunger case was replaced and the keypad was replaced for preventive measures. Additional information b5, e2, e3, h3 and h6., corrected data: correction d1.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited control key background test, had clutch travel course issues, issues with the plunger sensor, power cord and power cord retainer. No adverse effects were reported.